Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. Technical services reviewed the data and suspects there may be an electrode insertion issue. An xray has been done and the doctor will review it. There were no additional adverse patient effects.